Manufacturer narrative:
Follow up information was received regarding this peritonitis case. On the same day as the onset, the patient was hospitalized for the peritonitis manifested by cloudy effluent. Seventeen days later, the patient recovered from the peritonitis and treatment with unknown antibiotics was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with unknown antibiotics (dose and frequency not reported) intraperitoneally for peritonitis and was ongoing. Two days later, peritoneal effluent became clear and the patient was recovering. Pd therapy was ongoing. No additional information is available.